Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced low blood glucose of 46 to 57 mg/dl. Customer indicated that the blood glucose and sensor glucose have differences and that the sensor is not reading accurately. The customer indicated that the sensor glucose was 75 mg/dl and blood glucose was 77 mg/dl and was informed that this is within the acceptable range. Troubleshooting advised customer on sensor education and proper insertion and site technique. Customer was advised to monitor pump and to follow up if any further questions.